Manufacturer narrative:
(B)(4). D10.unknown g7 shell 54mm item# unknown lot# unknown. Unknown dm bearing item# unknown lot# unknown. Unknown dm liner item# unknown lot# unknown. Unknown taperloc stem 12 item# unknown lot# unknown. G2: foreign - event occurred in portugal. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, approximately 2 years post implantation, the patient was revised due to pain, tendinopathy, and gluteal weakness. During the revision, metallosis, trunnionosis, and severe gluteal failure was noted as well as rupture of the abductors with tissue destruction. The femoral stem was left intact. All other components were revised without complication. Diligence is completed and no further information on the reported event has been provided.